Event description:
It was reported that the asymptomatic patient presented to the clinic and the right ventricular lead exhibited noise which resulted in pacing inhibition. No intervention was performed.

Manufacturer narrative:
(B)(4).